Event description:
The reporter stated approx twenty yearg ago, the facility that the reporter worked at used cidex products and had an anaphylactic reaction. About nine to ten years ago, vaginal probes were disinfected in buckets of full strength cidex. The reporter began to cough and experienced umbilical hernias twice that required surgical intervention to resolve. The surgeries were done in 1996 and 2003. There were about five episodes of coughing over the past ten years that required treatment for asthma with albuterol inhalants, IV steroids, and a medrol pack. Symptoms recurred approx three years ago when a cystoscope was brought into the or soaking in an open basin of cidex.